Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm during normal use. Customer's blood glucose value was 490 mg/dl. Customer stated there was replace battery now alarm. Customer stated contacts of battery cap not missing nor damage. The device will be return for analysis.

Manufacturer narrative:
¿Date received by manufacturer¿ in the initial report was incorrect. The correct aware date is february 14, 2019.